Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to the circumstances of the procedure. In this case, it is possible partial capture of tissue occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event is estimated. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported as a general comment that the perclose prostyle device encounters specific challenges when used in large arterial punctures. There were several instances where the device failed to adequately close the access site. Reportedly, compromised tissue integrity due to dilation impairs the device¿s ability to achieve effective hemostasis through suturing. It was not specified how hemostasis was achieved. No additional information was provided.